Event description:
It was reported, the deflectable videoscope exhibited image appeared purple. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved additional investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined for the first event. Olympus presumed that dust, stain, or a foreign material adhered to the electrical contacts of the endoscope connector, and the connecting condition was insufficient, temporarily leading to a poor electrical connecting condition to the system. - the appearance checks of the endoscope observed damage such as scratches and chippings on the a-rubber glue of the bending section. Mechanical stress or load such as bumping and dropping was applied to the electrical circuit board in the image sensor in the image sensor unit. Then, the electrical connecting conditioned got worse, exercising a negative impact to the image signal output to be unstable. - electrical load or stress had been accumulated due to energization to the image sensor installed on the image sensor unit embedded in the distal end of the endoscope and the electrical circuit board in the endoscope connector including the electrical parts mounted on the electrical circuit board, static electricity had been accidentally applied, or overcurrent or else had flown due to connection/disconnection while the system was powered on. Those factors had temporarily caused a poor electrical connecting condition, exercising a negative impact on the image signal output to be unstable. Moreover, application of overcurrent or else may be caused by overcurrent from other devices and electrical wiring, or adhesion of dust or moisture to the electrical contacts of the system and the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had non-conformity recognized at manufacturing. Based on the results of the investigation, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Moreover, the investigation found that the objective lens glue peeled off and it was also presumed that the defective event was caused by stress, external factors, or handling of the device. However, the definitive root cause of the reported event and the subsequent event could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the second event. The event can be detected/prevented by following the instructions for use in: ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event and ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device. Additional information: b5, h4, and d10.

Event description:
Additional information: the issue was found during an unknown therapeutic procedure and the procedure was completed using the same device.